Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 24-mar-2022. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in a (B)(6) female patient who had essure (batch no. B85137) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), fatigue ("fatigue"), thyroid disorder ("thyroid "), dry skin ("dry skin"), dry eye ("dry eyes"), palpitations ("palpitations") and depression ("depression"). At the time of the report, the myalgia, fatigue, thyroid disorder, dry skin, dry eye and palpitations outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for depression, dry eye, dry skin, fatigue, myalgia, palpitations and thyroid disorder with essure. The reporter commented: period of onset: since insertion . Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-mar-2022. The most recent information was received on 05-apr-2022. This spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in a 49-year-old female patient who had essure (batch no. B85137) inserted. The occurrence of additional non-serious events is detailed below. On (B)(4) 2014, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), fatigue ("fatigue"), thyroid disorder ("thyroid "), dry skin ("dry skin"), dry eye ("dry eyes"), palpitations ("palpitations") and depression ("depression"). At the time of the report, the myalgia, fatigue, thyroid disorder, dry skin, dry eye and palpitations outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for depression, dry eye, dry skin, fatigue, myalgia, palpitations and thyroid disorder with essure. The reporter commented: period of onset: since insertion diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kgs. Lot number:b85137 manufacture date:2013-10 expiration date: 2016-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 5-apr-2022: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 24-mar-2022. The most recent information was received on 02-may-2022 this spontaneous case was reported by a consumer and describes the occurrence of myalgia ('muscle pain') in a 49-year-old female patient who had essure (batch no. B85137) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced myalgia (seriousness criterion medically significant), fatigue ("fatigue"), thyroid disorder ("thyroid "), dry skin ("dry skin"), dry eye ("dry eyes"), palpitations ("palpitations") and depression ("depression"). At the time of the report, the myalgia, fatigue, thyroid disorder, dry skin, dry eye and palpitations outcome was unknown and the depression had not resolved. The reporter provided no causality assessment for depression, dry eye, dry skin, fatigue, myalgia, palpitations and thyroid disorder with essure. The reporter commented: period of onset: since insertion. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 66 kgs. Lot number: b85137. Manufacture date: 2013-10. Expiration date: 2016-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 2-may-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.